Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the stem introducer stating that it was not holding the plug.